Event description:
The report received indicated that the doctor did not properly retract needle once the wire was in the true lumen. He had great difficulty pulling the device back due to the wire being pinched. Once he got the outback out, he lost wire position. The outback was tested on the back table and determined that it, indeed, worked properly. The same device was used again and access was achieved in the true lumen. The same outback device was removed, and the doctor proceeded to balloon and stent. The doctor said there was something wrong with the outback and that it was defective even though it worked after the initial failure to retract the needle properly. The device is being returned for testing. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion and the handle deployment slide locked in the proximal position. During prep, the cannula/needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The type and brand of the guidewire used are unknown but it was a 6 french.

Manufacturer narrative:
The report received indicated that the doctor did not properly retract needle once the wire was in the true lumen. He had great difficulty pulling the device back due to the wire being pinched. Once he got the outback out, he lost wire position. The outback was tested on the back table and determined that it, indeed, worked properly. The same device was used again and access was achieved in the true lumen. Analysis of the returned product did not confirm the reported malfunction. One non sterile outback was received coiled inside two plastic bags. A kink was found at 2.5 cm from distal tip. No other damages were noted pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), then through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Cannula deployed and retracted without any anomalies. Torquing test was performed and some resistance was felt during the test' however the test was successfully performed and the unit was torqued. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported torquing difficulty and retraction difficulty could not be confirmed since functional test was successfully performed. The exact cause of the kink found could not be conclusively determined; however procedural factors may have contributed to the failure. Controls are in place to prevent defective units from leaving the facility. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device, device interaction and/or vessel characteristics and is not related to a product quality issue.

Manufacturer narrative:
There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to actuation of the cannula and there was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user held onto the black handle. The user encountered resistance when torquing the device as this product is always hard to torque. It is not known if the device made a "clicking sound" and then begin to turn freely while torquing or if the user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing and there was no difficulty/resistance actuating the product. The stored torque in the catheter shaft released after the cannula tip was properly positioned and the "lt" directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion, the cannula/needle actuated smoothly and the physician was able to re-enter the vessel with the guidewire. There resistance or difficulty removing the outback from the patient because when it got to the sheath the needle was flush with the casing, but the wire was pinched between the device and the wall of the sheath. Abnormal force was required. The cannula retracted prior to catheter withdrawal, however, a user present did not hear a click. The physician was asked three times if it was completely retracted, he said it was. When asked if he felt the click as he retracted the needle. He said no, but it was retracted. He was advised more than once that he had to feel the click to ensure complete retraction. He insisted it was retracted. There was no problem withdrawing the device until it was inside of the sheath. This device is available for testing and evaluation but has not yet been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.